Event description:
Customer alleges discrepant results with meter compared to lab: patient 1, date: (B)(6) 2011, inratio: 5.1, lab: 10.0. Patient 2, date: (B)(6) 2011, inratio: 1.6, lab: 4.5.

Manufacturer narrative:
Per issue, strip code was entered incorrectly. Using incorrect strip code on unit may contribute to unexpected or inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 5.1 inr, reference: 10.0 inr, mean: 7.55, confidence limits: na (fail). Date: (B)(6) 2011, inratio: 6.1 inr, reference: 4.5 inr, mean: 3.05, confidence limits: 1.4-5.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt. Inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 253026 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 88 = 4.1, 4.0, 4.5 inr; donor 89 = 3.0, 3.8 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 88 (3.43 inr) and donor 89 (3.02 inr), respectively. No further investigation will be pursued at this time. Inratio package insert advises customer to use first drop of sample for test accuracy. Customer reported inratio inr = 5.1, lab inr 10. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc (point of care) and laboratory based pt testing. For inratio inr = 1.6, lab inr = 4.5, analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. As reviewed on (B)(6) 2011, 25 discrepant results complaint was reported for lot 253026 yielding a complaint rate of 0.006% due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.075) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.